Manufacturer narrative:
(B)(4). Svc went in to check out the machine on (B)(4) 2011 and found no problems with the machine. A review of the mfg records was conducted by the complaint investigator in relation to this failure mode. For this disposable lot number, there were no in-process non-conformities, no engineering change orders, and no in-process inspection failures or observations. There were no simulated testing observations or failures. The product met all acceptance criteria for release. Due to the investigation info provided that this lot met all acceptance criteria, the equipment svc tech found no issues, there is no current trend identified for this failure mode, and this is a known adverse event for using the cobe spectra sys, the most likely root cause is pt condition.

Event description:
The svc report stated that, "customer had undisclosed non-machine related pt issue, but needs machine checked out." Upon f/u, it was discovered that at 83 mins into a 120 min procedure, the pt developed hypotension and a momentary loss of consciousness. A 1.0 volume tpe procedure was performed on a pt with hemolytic-uremic syndrome (hus) at 100% fluid balance. At 83 mins into the 120 min procedure, the pt developed hypotension and a momentary loss of consciousness. The person performing the procedure ended the procedure with no rinseback and called the code team. The code team responded, treated the pt and the reaction resolved. The customer stated that the code team administered fluids but does not know what type or volume of fluids provided to the pt. The customer stated the pt recovered and is now stable with no further problems related to this reaction. The customer stated that the reaction that occurred had nothing to do with the machine or the disposable set. The customer is not willing or able to provide any pt identifying info.